Event description:
It was reported that patient underwent right total hip arthroplasty on (B)(6) 2003. Subsequently, patient was revised on (B)(6) 2013 due to metallosis and trochanteric escape. The modular head was replaced and an active articulation liner was implanted. Patient underwent another revision on (B)(6) 2013 due to instability. The acetabular cup, liner and modular head were replaced with a constrained head/liner and acetabular cup. Another revision procedure took place on (B)(6) 2014 due to acetabular discontinuity and pelvic bone loss. The acetabular cup, liner and head were replaced with a tri-flange acetabular component and constrained head/liner.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "particulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid." This report is number 2 of 4 mdrs filed for the same patient (reference 1825034-2015-01272 & 01273 & 01274 & 01275).